Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under his left nipple and the area is starting to swell. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him a side effect of one of his medications is swelling under the breast. Patient reports his doctor prescribed an antibiotic. Follow up indicated that the swelling has improved.